Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient (foreign) who was receiving unknown baclofen, of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was currently on holiday in (B)(6) and suddenly experienced symptoms consistent with baclofen withdrawal such as muscle spasms, skin itchiness, and diarrhea. As of (B)(6) 2026, the patient was currently under medical care at (B)(6) where the physicians were trying to manage the patient's symptoms. The most recent pump refill was completed on (B)(6) 2026, and the refill procedure had gone smoothly. The physician's in (B)(6) had been notified by the physicians in the united states, and they were planning to perform a catheter access port (cap) kit procedure in (B)(6) in 3 days. Guidance on the next steps and best practices were requested at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the issue was initially reported to the rep by both the hcp and the patient. The name of the hcp was also provided. The name and address of the health care facility was provided. It was stated they were not sure the exact period regarding the onset of the event, however, the hcp/patient notified the rep on (B)(6) 2026, about a month after the refill. The brand name/concentration/dose of baclofen was not communicated to the rep, but the hcp notified that the patient took oral baclofen to stabilize. The model number of the pump was 8637-20 and serial number was provided. The patient was hospitalized for 2-3 days due to the event. It was stated that there was no issue with the device regarding the baclofen withdrawal symptoms, spasms, itchiness and diarrhea. It was not determined if due to patient/therapy issue, procedure issue or programming issue. A catheter access port (cap) study was not performed yet as the patient was back to normal now. There was no specified confirmed date for the next cap study. The cause of the baclofen withdrawal symptoms, spasms, itchiness and diarrhea was not determined. When asked if there were any external/environmental/patient factors that may have caused or contributed to the event, it was stated that the patient travelled to (B)(6) for an overseas trip from (B)(6) and the event happened in (B)(6). Actions/interventions taken included the patient was hospitalized on (B)(6) 2026 during the event and took oral baclofen to stabilize during the hospitalization. The issue did not continue while the patient traveled back to (B)(6). The patient was back to normal now. The issue had resolved. The pump and the catheter were both still implanted in the patient. They did a pump refill on (B)(6) 2026 and everything was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.